Event description:
Health care facility reported that a trauma pt with a subclavian line had a "white area with black" under the dressing and that it appeared to be mold. The gel pad appeared to be saturated with blood and fluid and the border of the dressing compromised. The facility reported that the dressing and catheter were removed and a catheter tip culture was performed. The results were negative. The facility reported that the area healed.

Manufacturer narrative:
Failure to follow instructions. Conclusions: device not returned - no eval will be performed. Device or lot code not provided to MFR for eval. Complaint type will be monitored. The product insert recommends dressing changes when the dressing is compromised, "change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressing changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised."